Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was connected to the mobile power unit (mpu) and their left ventricular assist device (lvad) chirped for 3 seconds. The system controller then flashed yellow/red, and the controller indicated ¿low voltage." The patient had no symptoms. The patient quickly disconnected from the mpu and connected to batteries. The patient was instructed to stay connected to battery power until a new mpu was shipped. The mpu was on the recall list. There were no log files available. The mpu did not have a v-lock connector on the alternating current (ac) power cord. The ac power cord did not come loose at the wall outlet or the from the back of the unit. There were no environmental issues noted.

Manufacturer narrative:
Section d1: brand name corrected. Manufacturer's investigation conclusion: the reported event of the heartmate mobile power unit (mpu) not functioning as intended was confirmed via evaluation of the returned mpu. The returned mpu, serial number (B)(6), was evaluated at the service depot on 10sep2025. The mpu was opened, and the power supply printed circuit board assembly (pcba) was inspected. A nonconforming capacitor was observed, which could cause the reported low voltage alarm. The provided information indicated no log files were available for review, a v-lock was not in use at the time of the reported event, the ac power did not come loose from the wall outlet or the back of the unit, and there were no environmental issues that would have impact ac power at the time of the reported event. The reported event of a nonconforming capacitor on the mobile power unit power supply pcba was confirmed and a corrective action was initiated to investigate this issue. Incidental findings: superficial damage to the patient cable. The device history records were reviewed and the records reveal that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and heartmate 3 patient handbook are currently available. Section 8 of the IFU, entitled ¿equipment storage and care¿, provides instruction on how to care for and clean all equipment, including the mobile power unit (mpu). Section f of the IFU, entitled ¿safety checklists¿, instructs the user to perform routine maintenance on all the equipment, including the mpu and patient cable. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device is included in the heartmate mpu capacitor issue field action issued by abbott on 28feb2025. No further information was provided. The manufacturer is closing the file on this event.